Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the device made a crunch noise when the device was fired and jammed. No clips were fired.

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue sto, jaws unable to open_open after assisted. The analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop causing the jaws remained in closed position. The trigger was manually assisted in order to open the jaws and one pear shaped clip was released. The remaining six clips were conforming according to manufacturing specifications. It should be noted that an investigation has been initiated to address the root cause of the advancer bypass issues. Finally, the device locked out as intended but the orange did not show up. A possible cause for the indicator failure may be a previous feed error. The batch record was reviewed and no anomalies were noted during the manufacturing process.